Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hardware error code displayed on receiver on (B)(6) 2015. Patient reset the receiver and it did not resolve the issue. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and a hardware error message was observed on the screen of the receiver. The root cause was determined to be a defective component in the receiver's printed circuit board. The complaint of hardware error is confirmed.